Manufacturer narrative:
A customer from the united states notified biomérieux of three isolates, that initially tested highly resistant to several cephalosporins and carbapenems, that were retested and susceptible with the vitek® 2 ast-gn91(B)(4). An investigation was performed. A comprehensive manufacturing investigation was conducted which included but not limited to, quality records, processes, equipment, product testing and evaluation, and shipping impact. The root cause of the defect was linked to the design of the wheel that applies the stitch seal to the pouch. On (B)(6) 2017, stitch wheels with a new design were installed that resolved the issue. Field safety corrective action, fsca 3445, was distributed (B)(6) 2017 to customers who received impacted card lots. The customer letter explains the issue of potential effects of moisture exposure on card performance, and includes instructions for inspecting pouches prior to use in order to detect breaches and reduce the likelihood of using cards exposed to moisture.

Event description:
A customer from the united states notified biomérieux of three (3) isolates, that initially tested highly resistant to several cephalosporins and carbapenems, and were retested and susceptible. The customer reported the isolates were initially tested with the vitek® 2 ast-gn91 cards producing an unusual high resistant result. The test was repeated with ast-gn91 and xn-06 cards with the results of very susceptible for both cards. The customer stated incorrect results (resistant) were reported to the physician. Based on this test result, the physician prescribed broad spectrum antibiotics and initiated contact precautions unnecessarily. It is unknown if other necessary /unnecessary medical procedures or treatment were performed due to the test result. Guidance from biomérieux to inspect product packaging, revealed puncture holes in the card foil pack. A biomérieux internal investigation has been initiated.